Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another device appears to be related to user technique/procedural circumstances. The reported single leaflet device attachment (slda) was due to reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: implanted mitraclip (x2), steerable guide catheter, clip delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (sdla). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (60329u213, 60401u247) were implanted reducing degenerative mitral regurgitation (mr) to 1. On (B)(6) 2019, it was found that the mr increased to 4 due to disease progression. On (B)(6) 2019, a second procedure was performed. One clip was implanted (90202u183). The second clip delivery system (cds 90202u182) was advanced; however, the second clip came in contact with the first clip, which caused the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The procedure was stopped and mr reduced to a grade of 3-4. There was no significant delay in the procedure. No additional information was provided.